Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) have been confirmed. Upon evaluation, the trunk cable connector was damaged, causing arrhythmia alarms. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report receiving constant alarms. The pt was issued a replacement electrode belt.